Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). Failure (event) observed during analysis. Final analysis found that the lead was cut and partial lead was returned. The outer insulation was abraded and the distal coil exposed at 6.9 cm to 7.3 and 14.8 cm to 15 cm from the connector pin. The lead damage is consistent with that caused by friction to the device can.